Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise oversensing. Programming changes were performed. The patient experienced no adverse consequences.

Manufacturer narrative:
A complete lead was returned in two pieces measuring 8.5 cm (connector portion) and 48 cm (distal portion). For the reported event of noise oversensing. Visual examination of the distal portion found the insulation bunched up 22 cm from the distal tip, electrocautery damage, a suture sleeve tie impression 43 cm from the distal tip, and an external insulation abrasion breaching the ring electrode, right ventricle, and inner coil lumens 45.3 to 46 cm from the distal tip consistent with friction to the device can. In this section of external insulation abrasion, destructive analysis found an abraded etfe coating of one right ventricle and one ring electrode cable as well as an abraded/separated right ventricular cable. The reported event was confirmed and attributed to the external insulation abrasion.

Event description:
New information received notes the right ventricular lead was explanted and replaced. The patient was in stable condition.